Manufacturer narrative:
Conclusion the complaint can be verified. Result the down button does not operate. The connections of the down flex print are interrupted.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the side button of the infusion device for decreasing insulin doses cannot be used. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.